Manufacturer narrative:
Medical device expiration date: unknown. Device lot number: unknown. (B)(6). Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter failed to contain blood after drawing blood to the 5th tube. The rubber sleeve was not recovered and blood leaked at the stopper. There was no abnormalities on both the rubber sleeve and np-needle, other than leakage. No serious injury or medical intervention reported.